Event description:
The manufacturer has been notified of the passing of a patient who was using a dreamstation auto bipap device. The patient's wife no longer has the device as her husband passed away two years ago. No additional details have been provided, and there is no indication that the device contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.